Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not duplicated. However, the evaluation found a loose connector problem. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly

Event description:
A user facility reported to olympus that the error "e106" (lamp error) occurred. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: h8. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, as a measure for e105 of similar event error, it was confirmed that the machining methods of the faston terminals were changed. Since the faston terminal was blue, it was confirmed that it was the old faston terminal before the machining method was changed. Design records confirmed that the machining method of the faston terminal was changed. Countermeasures have been shipped since may 27, 2014. The instruction manual identifies the following related verbiage which could have detected the phenomenon: ¿code: e106. Error message: lighting lamp error e106 please contact olympus. Cause: this product is out of order.¿ olympus will continue to monitor field performance for this device.